Event description:
A copy of a model 9526 product information manual is enclosed. Disclaimer: submission of information by medtronic under the medical device reporting regulation does not constitute an admission that the device(s) have malfunctioned or that there is any causal connection between the performance of the device and any injury that may have occurred. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The reveal monitor was removed because it only lasted for several months after implantation. Anticipated functioning was presumed to be longer than this. A permanent pacer was placed on the patient.